Event description:
Patient at birth was a (B)(6) gestation premature infant, admitted to nicu with respiratory distress, intubated and maintained on mechanical ventilation until respiratory status improved and pt was extubated to nasal CPAP at age (B)(6). At (B)(6), skin irritation was noted on nasal septum, hydrocortisone cream was ordered. At age (B)(6), cannulaid skin guard was applied to the nares/face for skin breakdown and nares irritation. At age (B)(6), necrosis of the inferior portion of the nasal septum was noted. Ent consult obtained, assessed patient and opinion is patient will need reconstructive surgery in the future to repair the nasal septum.

Manufacturer narrative:
Incident was reported to hospital which can confirm that this was a user error due to the facility's internal protocols and did not reflect on the cannulaide product. The hospital's distributor is scheduling training and providing training material.